Event description:
It was reported that a patient underwent a kyphoplasty procedure at level t4. The patient suffered pneumothorax while the physician allowed the introducer to slide down the right side of the vertebral body. The physician tried multiple times to gain access to the right side with a perpendicular approach. The patient became unstable. The introducer was removed. Bi-lateral chest tubes were inserted. The procedure was aborted. Reportedly, the patient was stabilized and transferred to pacu for monitoring. No additional information was reported.

Manufacturer narrative:
Method - device was not returned; follow-up with company representative.